Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event occurred. This case was logged via a proactive monitoring and this issue didn¿t report by the customer. The system was working as intended hance philips has re-evaluated this case as a non-complaint. At the time this case was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the case was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The proactive alert cases were created by the system automatically. This alert was not reported by the customer as the system was working as per specification. Based on re-evaluation, this case is not a complaint, and it is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device connection was lost. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.